Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph of the defect with the packaging label and a used sample of the universal chamber in open packaging were provided for evaluation. The photograph and the physical sample were evaluated, and an unknown foreign material was observed inside the base of the universal chamber. Based on evaluation results, the reported defect was confirmed. According to the investigation conducted by supplier, the fragment found inside the chamber is cellulose, possibly paper. The supplier uses air to clean the system before the spike assembly. They couldn't identify any reasonable root cause for this isolated event, and no abnormalities were recorded during the manufacturing process of this specific lot. The most probable root cause could be improper cleaning of the molding machine; however, review of the manufacturing processes was unable to determine that the issue was related to material or sub-assembly. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: infusomat pump set foreign object in drip chamber. Detailed inquiry description: black object in drip chamber reported by ICU. No patient involvement.